Event description:
The consumer reported he fell and landed on his battery on the friday prior to the report in the middle of the night. The battery heated up to like 200 degrees and the recharger and patient programmer would not communicate with the implantable neurostimulator (ins). There was heating at the ins site after a fall. The patient also noted the battery had changed shape. On the day of the report, the patient saw the healthcare provider (hcp). The patient had an appointment for (B)(6) 24 and they wanted a manufacturer's representative (rep) to come and check the device. Further information received from the hcp reported the patient was seen in the office on (B)(6) 2016, but there was no mention in the notes of an issue with the spinal cord stimulator (scs) battery or issue with the scs. The hcp did note the hcp ordered a CT scan for the patient that showed canal stenosis at l2-3. The hcp was going to do a lumbar injection for the patient. There was no information to indicate the patient was seen by a rep on (B)(6). There was no mention of any issues with the stimulator. Relevant medical history included spinal pain.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that they had not met the patient but had talked with them over the phone. The patient told the manufacturer representative that they had not charged the device in over a year and that they wanted to get it going again because they were having pain. When asked about the fall and the ins area being warm the patient admitted that they had made that up so that they could be seen quicker. The patient admitted that this was not the first that they had not charged the device and let it go into overdischarge. The manufacturer representative was not aware of any previous dates. The patient apologized for the made up complaint. The patient stated that there was no problem with the device they had just not charged and now wanted stimulation on again. The patient had not yet scheduled a time for the device to be brought out of overdischarge at the time of the report but it was planned. The manufacturer representative was waiting for the patient to call them about the appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-05-22 information was received from the patient reporting that they experienced and overdischarge around this time last year and at that time they had contacted a manufacturing representative. They indicated that the rep walked the patient through the steps on performing a physician mode recharge (pmr), which resolved their overdischarge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.